Event description:
It was reported that the patient is experiencing of worsening depression. No additional relevant information has been received to date.

Event description:
Event was noted not related to vns surgery, device or stimulation. The casual relationship was the patient's pre-existing condition.